Event description:
Brain mapping equipment failed to pinpoint the exact location of the tumor. The system indicated the neurosurgeon was through the tumor when, in actuality, he was approximately one inch below the tumor.